Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the information that the bed was damaged by the patient. Photographic evidence provided revealed that the side rail was partially detached. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment.

Event description:
The customer reported that the side rail of the citadel plus bed frame is broken. The arjo service technician inspected the device and found that both upper arms (the parts of the side rail assembly) were detached. The damage occurred when the patient leaned on the side rail. No injury was reported.